Event description:
It was reported that this pacemaker exhibited noise and low out of range impedance measurements on the right atrial (ra) lead. The involved lead is a non boston scientific product. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.